Manufacturer narrative:
Based on the available information, the fse visited the customer site, evaluated the device, and confirmed that the paddle issue was caused by the paddle becoming slightly rusty. To resolve the issue, the paddle was cleaned, and the device was tested, showing normal functionality. The system was then returned to service, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there is a paddle issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.